Manufacturer narrative:
Product ID: mdt-ICD. This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. Patient information is limited due to confidentiality concerns. The baseline characteristics age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: implantable cardioverter defibrillator outcomes in pediatric and congenital heart disease: time to system revision. Pace pacing and clinical electrophysiology. 2016;39(7):703-708.

Event description:
A journal article was reviewed which contained information regarding implantable pacing and/or defibrillation leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/lead serial numbers. The article reported there were devices with loose headers and system ¿revisions¿ noted. There were also patients who experienced inappropriate shocks. The author also stated that there were leads with apparent fractures, ¿malfunctions,¿ leads that had dislodged, were under ¿recall¿ status, and had given inadequate defibrillation. Infection was also noted for devices and leads. System and lead revisions were done. The status of the devices and leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.